Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "blood leaks from the sleeve. Needles are leaking where the needle meets tube stopper - the rubber sleeve does not seem to be working and leaks into tube cap and holder."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-11. Investigation summary: bd had received 3 unused samples for investigation. The samples were evaluated by sleeve functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Additionally. 10 retention samples from bd inventory were evaluated by sleeve functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. (2 of 2 reports). The following information was provided by the initial reporter. The customer stated: "blood leaks from the sleeve. Needles are leaking where the needle meets tube stopper - the rubber sleeve does not seem to be working and leaks into tube cap and holder.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. (2 of 2 reports) the following information was provided by the initial reporter. The customer stated: "blood leaks from the sleeve. Needles are leaking where the needle meets tube stopper - the rubber sleeve does not seem to be working and leaks into tube cap and holder."